Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant, the patient lost pacing support. The patient was asystolic. The device was un-installed and a new device was implanted. The patient was stable post procedure.